Event description:
It was reported that on (B)(6)/2009 while in the cath lab "demand pacing was performed to the pt." The catheter was placed and the pacing functioned properly. On (B)(6)2009, within a few hours after the catheter was inserted, the pacing became completely nonfunctional. As a result the catheter was removed and replaced with another ai-07154. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.